Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded and there was blood in the device. Microscopic and tactile inspection revealed kinks in the hypotube located 42cm and 45cm from the strain relief. The shaft of the device was intact. Inspection of the corewire presented no damage or irregularities. Microscopic inspection found no irregularities or defects to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. A 3.5mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, the shaft of the device fractured 40cm from the hub. The device was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The (B)(4) stenosed target lesion was located in the left anterior descending (lad) artery. A 3.5mmx12mm quantum(tm) maverick(tm) balloon catheter was advanced for dilatation. However, the shaft of the device fractured 40cm from the hub. The device was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.